Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use aspiration needle had a metal part on the tip/sleeve of needle that came loose. The issue occurred at the end of a diagnostic lymph node puncture. There were no reports of patient harm.